Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3550-39, lot# n286606, implanted: (B)(6) 2012, product type: accessory. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient had not worked with any healthcare provider (hcp) regarding her spinal cord stimulator (scs) device issues. She could not recharge the device because it had been too long. Her last recharge session was in (B)(6) 2014. The x-ray confirmed that the lead moved and now she was working with an orthopedic surgeon. The fall caused more damage and the patient needed a spinal fusion to address that damage. At that surgery, the patient wished to have the scs device removed as well. It was noted that the surgery had not been scheduled yet. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that ¿it doesn¿t work¿ and the patient wanted it removed. She had been having difficulty with it since (B)(6) and was upset that something could not have been done sooner, and she was now being told that fusion was her only option. It was later reported that she had fallen in (B)(6) and the device had not worked since then. She needed the device fixed and had not used it since (B)(6), and was wondering what would happen if she tried to charge it up. In (B)(6) she went to the clinic and they confirmed with x-ray that it had moved. The patient did not remember what side it was that she fell on and that was no longer working. It was noted that in (B)(6) she had called her healthcare provider (hcp) and told them to just remove it, but no one had called her back regarding that message. Now, she was miserable and in pain, and wanted comfort. She just found out that as a result of her fall, she needed to have another spinal fusion because she had more damaged. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.